Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.1cm diameter abdominal aortic aneurysm on (B)(6) 2014. The proximal neck was 18-25-26-28 mm in diameter and 15 mm in length. The left common iliac artery was 12-13 mm in diameter and the right common iliac artery was 12-13-10-17 mm in diameter. It was reported that the during deployment of the bifurcate, the device had slid down about 7-8 mm, either because of the suprarenal large diameter, or because of device movement during deployment. A proximal type I endoleak was noted. The physician does not know the exact cause of the event however, it may have been related to the large diameter where the suprarenal stent anchor pins would engage. In addition, the patient also had a very small aorta immediately above the lower left renal, which might have caused the stent graft to slip down during deployment and/or ballooning. The physician decided to implant an endurant cuff, successfully resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).